Event description:
As reported: "I&d and poly swap for suspected infection. Patient was revised to a 6x9 cr insert".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.